Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no indication of a lot-specific product quality issue. All available information was investigated and a definitive cause for the reported steerable guide catheter leak (loss of fluid column) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labelingd10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted; however, after deployment, the steerable guide catheter (sgc) was unintentionally moved left to right across the septum. It was noted that no damage occurred to the septum or guide. However, at this moment, it was noticed that the sgc had lost column. The sgc was removed and replaced. An additional clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.